Manufacturer narrative:
Additional information: h11: two devices were received for evaluation. During visual inspection under normal room conditions particulate matter (pm) was identified. Further inspection under normal room conditions with led lighting showed pm identified inside the white connector which is in the fluid pathway, and sample two was identified outside of the white connector. The reported condition was verified. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to manufacturing. The investigation is currently ongoing, a final report will be submitted upon completion.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix syringe inlets had particulate matter in an unspecified location. The event was noticed during setup. There was no patient involvement. No additional information is available.